Event description:
Dexcom g6 sensor inaccuracy: 8:07am g6 reading 110, finger stick is "profanity" 70! That is an ard of 57.1%! I almost died due to this false reading. Dexcom no longer follows up on product support requests and refuses to replace faulty sensors which fail. Please help hold this shameful company accountable. Activated on (B)(6) 2026.